Event description:
It was reported that (1) device was used during an endoscopic vein harvest. It was reported by the rep that the al236, from ktv13 kit (lot#n4je6j), worked without incident for the first 5 firings. The physician's assistant fired the stapler the 6th time and the stapler jammed. The physician's assistant was unable to get stapler unjammed. A new kit was opened and the al236 was used to complete the case. There was no consequence to the pt.